Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter and faradrive steerable sheath were selected for use. Left atrial access was lost multiple times and transseptal puncture was re-attempted. The farawave catheter was then introduced into the faradrive sheath. While advancing the devices to the left atrium, higher flow and microbubbles were observed under transesophageal echocardiography. The physician elected to transition to radiofrequency. Both the faradrive sheath and farawave catheter were connected to a pressure bag with the drip chamber at approximately two drops per second during irrigation. No issues noted during flushing. The devices were replaced, and the procedure was completed successfully. No patient complications were reported. The devices are expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the hemostatic valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the inner valve, creating a leak path.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter and faradrive steerable sheath were selected for use. Left atrial access was lost multiple times and transseptal puncture was re-attempted. The farawave catheter was then introduced into the faradrive sheath. While advancing the devices to the left atrium, higher flow and microbubbles were observed under transesophageal echocardiography. The physician elected to transition to radiofrequency. Both the faradrive sheath and farawave catheter were connected to a pressure bag with the drip chamber at approximately two drops per second during irrigation. No issues noted during flushing. The devices were replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.